Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm or stuck buttons noted. The pump had a cracked case at the display window corner, a minor scratched lcd window, broken battery tube threads, a cracked reservoir tube lip, and a missing endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer started to enter their blood glucose into the pump and then the up arrow button got stuck. Customer's blood glucose was 10.6 mmol/l. Customer then received a button error alarm on the insulin pump.